Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed multiple power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped. The battery cpa was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap was used. Evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. No further interruptions occurred during the investigation. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and that there was moisture corrosion in the compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.